Manufacturer narrative:
(B)(4)

Event description:
It was reported "the catheter inserted, blood leakage from catheter ". Additional information states the device was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "the catheter inserted, blood leakage from catheter ". Additional information states the device was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with an original packaging box that does not match the serial number for the returned sample. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Kinks to the iabc central lumen were noted at approximately 45.5cm and 56.4cm from the iabc distal tip. The iabc luer was noted cracked. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The catheter was unable to aspirated and flushed successfully due to the crack on the iabc luer end. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 45.5cm and 56.4cm from the iabc distal tip, which are the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "blood leakage from catheter" is confirmed. During visual inspection, a crack was found at the injection site of the iabc bifurcate for the central lumen, which caused the reported complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the crack found on the bifurcate. The root cause of how the crack occurred is undetermined. No further action required at this time. This will be monitored for any developing trends.